Manufacturer narrative:
During the evaluation it was found that part 03.613.004 with lot 7380381 was sold as a subcomponent of 352.311 lot 7380381. Device is an instrument and is not implanted/explanted. Part number: 03.613.004 (subcomponent of 352.311), synthes lot number: 7380381: release to warehouse date: august 01, 2013. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the evaluation of the inner shaft of the extraction screwdriver has shown that the threaded tip is broken off as complained; the fragment was not send back for evaluation. The inner shaft is in an often used condition, the shaft is strongly bent in different directions, there are marks of a tool at the knurled surface of the knob, there are stress marks at the shaft and at the bottom of the knob. Due to the kind of damage the relevant dimensions cannot be verified anymore. The manufacturing documents were reviewed and no complaint related issues were found. This and the often used condition speak against a manufacturing related issue. There were no details about the event provided, which makes it impossible to define an exact root cause. However, the strongly bent shaft is a clear indication that the device was exposed to high lateral forces while it was not inserted into the extraction screwdriver. Based on the description the breakage occurred during the cleaning process, so possibly the device was stuck in the cleaning basket or with another instrument in the basket and high force was applied to remove it, which did lead to the breakage. No manufacturing related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number does not correlate to the reported part number and, therefore, could not be validated. The reported lot number, 7380381, corresponds to part number 352.311, extraction screwdriver. Additional investigation regarding the lot number of the product is being performed. Initial reporting facility phone number is (B)(6). Without a valid lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the tip of the inner shaft for extraction screwdriver broke during the cleaning process. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).